Event description:
It was reported that a green fluid started to go through tubing of the pico device. The patient was being treated for compartment syndrome to right hand. Long incision to right elbow with skin graft on upper wound. Patient had the condition while out of the country and was receiving npwt with larger device unknown to patient. When patient returned to us one week ago, she received surgery where they applied 2 separate pico devices and combined the pico dressing. Patient unsure what is beneath pico dressings or how they were applied. Same dressings had been in place for 1 week since surgery and skin graft. Patient said she left a message. I also advised patient she go to local hospital ER to re-evaluate wound, to determine condition of wound and redress if necessary.